Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received motor error and button error. The insulin pump locked up for period of time and unresponsive and customer had to press buttons hard for response. The customer had to reset insulin pump settings every time when changed battery. The back light was dim and insulin pump makes loud noise while rewinding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. No frozen screen noted during test and time clock advances properly. No unexpected back light anomaly noted. No unexpected reset alarm noted. However, device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. (B)(4).